Manufacturer narrative:
On 14th may, 2019 getinge received customer product complaint where an issue with one of surgical light occurred - lucea. As it was stated, the crack of the cover occurred. There were no injuries reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. The device involved in the event is lucea 100 with serial number (B)(6) and catalog number ardlca309006a. It was established that when the event occurred, the surgical light did not meet its specification due to headlight¿s covers detachment and it contributed to the issue. It is unknown if the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The manufacturer¿s subject matter experts have investigated the issue. Unfortunately, the specific root cause wasn¿t possible to be established due to lack of information, despite our best efforts. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 14th may, 2019 getinge received customer product complaint where an issue with one of surgical light occurred - lucea. As it was stated, the crack of the cover occurred. There were no injuries reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.